Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of lobectomy, the surgeon tried to fire ultra handle and the reload; however, the handle was stiff and they could not fire the device. Replaced by a new cartridge, using the same handle, and the firing was successful and the procedure was completed with no problem. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of lobectomy, the surgeon tried to fire ultra handle and the reload; however, the handle was stiff and they could not fire the device. Replaced by a new cartridge and the firing was successful and the procedure was completed with no problem. The status of the patient was reported as no problem.